Event description:
The pt has two leads form the same lot. It was reported the pt met with an sjm rep for reprogramming due to experiencing rib stimulation. As a result, the pt may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.